Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, h10, and h11. Complaint conclusion: as reported, while inflating a 3mm x 15cm saberx percutaneous transluminal angioplasty (pta) balloon catheter to nominal pressure, the pressure decreased, and a rupture was confirmed via angiography. The vessels remained incapacitated and were re-dilated with a 4mm x 150mm saber pta balloon catheter. A 5mm x 20cm saberx pta balloon catheter was then used at the superficial femoral artery (sfa). During the second inflation, the pressure decreased, and a rupture was confirmed. The vessels remained incapacitated and were re-dilated with a 6mm x 30cm saberx pta balloon catheter. The procedure was completed with a 6mm x 150mm and a 7mm x 40mm non-cordis drug coated balloon (dcb) catheter. There were no reported injuries to the patient. This was during a procedure to treat a severely calcified lesion from the left sda to below the knee. The lesion was a chronic total occlusion (cto). A contralateral approach was used with a non-cordis sheath. Two non-cordis guidewires were used along with a vassallo floppy guidewire. The first saberx pta balloon catheter was used to treat the distal sfa to below the knee. Additional information was requested but was not provided. The devices will not be retuned for evaluation. The reported ¿balloon burst - at/below rbp¿ and ¿balloon burst¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics of a chronic total occlusion with severe calcification likely have contributed to the reported events. Chronically occluded vessels along with severe calcification make crossing into the lesion difficult; it is likely damage to balloon material occurred in the attempt to cross or upon inflation. However, without return of the products for analysis it is difficult to draw a clinical conclusion between the devices and the reported events. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while inflating a 3mm x 15cm saberx percutaneous transluminal angioplasty (pta) balloon catheter to nominal pressure, the pressure decreased, and a rupture was confirmed via angiography. The vessels remained incapacitated and were re-dilated with a 4mm x 150mm saber pta balloon catheter. A 5mm x 20cm saberx pta balloon catheter was then used at the superficial femoral artery (sfa). During the second inflation, the pressure decreased, and a rupture was confirmed. The vessels remained incapacitated and were re-dilated with a 6mm x 30cm saberx pta balloon catheter. The procedure was completed with a 6mm x 150mm and a 7mm x 40mm non-cordis drug coated balloon (dcb) catheter. There were no reported injuries to the patient. This was during a procedure to treat a severely calcified lesion from the left sda to below the knee. The lesion was a chronic total occlusion (cto). A contralateral approach was used with a non-cordis sheath. Two non-cordis guidewires were used along with a vassallo floppy guidewire. The first saberx pta balloon catheter was used to treat the distal sfa to below the knee. Additional information was requested but was not provided. The devices will not be retuned for evaluation.